Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device prompted a "cable unplugged" message and internally discharged the energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.